Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transplanted, not related to any pump issues. Additional info received (B)(6) 2014. There was a laminated thrombus formation found surrounding the bearing cup of the inlet stator upon eval of the pump.